Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states nose irritation, hypersensitivity, lung disease, kidney and prostate cancer, pheochromocytoma. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously became aware that a user of the rep dreamstation auto CPAP had states nose irritation, hypersensitivity, lung disease, kidney and prostate cancer, pheochromocytoma. No medical intervention was specified by the patient. No additional information can be requested at this time. In box b: describe event or problem will be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging with nose irritation, hypersensitivity, lung disease, kidney and prostate cancer, pheochromocytoma. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box d: product brand name, model number (rfb), model number, catalog item identifier (rfb), catalog item identifier, product UDI (rfb), product UDI are updated in this follow-up. In box h: (device) problem code grid, component code grid, remedial action init (rfb), remedial action initiated, recall (z) number (rfb), recall (z) number are updated in this follow-up.